Event description:
Information was received from manufacturer representative about a trial patient who was using an external neurostimulator (ens) for fecal incontinence the trial started (B)(6) 2024 it was reported that the patient was curious and took the bandages off and then proceeded to pull out the tined lead and cut off the extension cable and remove that as well. Pt was seen in office today by np to evaluate and treat the incision. Not enough data to determine 50% or more improvement. Patient was also unable to affirm that she had 50% or more improvement while on test. The patient was brought in right as soon as they opened this morning to have her incision a valuated from where she removed the advanced evaluation. The office will follow up with patient but the physician has deemed her not a good candidate for interstim.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2zm1s, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.